Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: during the investigation, multiple occlusion alarms were observed in the pump¿s alarm history. The pump¿s ¿ez-prime¿ steps were performed correctly with no alarms. Force calibration testing passed within specification. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened, and no intermittent conditions were found on the force sensor circuit. Unrelated to the original complaint, the display was found to be dim with red text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.